Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic ectopic pregnancy procedure. It was reported that the atw35 was fired and locked up with only one half of the staple line firing. This was the first fire out of the package.